Event description:
It was reported that during an unknown procedure, the device was leaking and the 5mm scope had to be changed out for a 10mm scope to complete the case. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.